Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat tip broke. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in manufacturer report no. 9614641-2025-01887. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from customer.